Manufacturer narrative:
The intraocular lens(iol) was received cut in 2 pieces precluding diopter measurement. Visual inspection of the optic parts took place and no optical deviations could be found. A manufacturing record review was performed and met specifications. The diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 19.0 diopter of this lot number. A review of complaint records revealed that no similar complaints from this order number were received. The manufacturer's implant database was reviewed and showed the original multifocal lens implant was replaced with a monofocal lens. Patient experienced no complications or injury during the explant procedure and current visual acuity is good. Our investigation revealed no product deficiencies suggesting this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Changed implant date to (B)(6) 2011. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The initial report received stated the multifocal intraocular lens was explanted due to the patient's unhappiness with the results. In follow-up it was learned the patient reported to the surgeon that her vision was totally blurry at one day post operative. At two days postop she reported her vision was fuzzy at all ranges with bright white flashing in upper outer corners of her operative eye. At one week and 3 weeks she reported the same complaints. At one month she reported her vision was still blurry and lights make her vision jump. Best uncorrected visual acuity is 20/30, worst is 20/70.